Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked case reservoir tube window corner and broken battery tube threads. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment¿s opening was cracked. They had a rubber band covering it to hold the reservoir in place. The battery cap was also cracked. They did not know how the damage occurred. The customer¿s blood glucose level was unknown. The device will be returned for analysis.